Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the unload switch was not at the home position and there was no damage to the adapter. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. F unctionally, the unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was then connected to the gen2 acc software and the strain gauge was unresponsive. A manual retraction tool was used to advance the firing rod to the home position. The adapter was then reconnected to the gen2 acc software and the strain gauge was responsive. The adapter was connected to a representative handle running v29.5 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the jaws of the device remain closed on tissue and the articulating device experienced difficulty in aligning distal end to the neutral position. The device did not fire and the jaws of the device r otated unexpectedly. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the screen displayed a yellow swimlane aligned with the adapter symbol. This indicates a gener al adapter error. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: after disassembling the device, the j-hook was evaluated. There were deformations present on the j-hook which are indicative of the user trying to remove the reload before the firing rod has returned to the proper home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#(B)(6) ); sigpshell, sig power sigpshell control shell (lot#unknown); sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot#unknown); sigphandle, sig power sigphandle handle (serial#(B)(6) ). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robot-assisted esophagectomy procedure, at the time of cutting the azygos vein, the blood vessel was clamped, the green button was pressed down, and the lower button of the rotation was double clicked to set the device into slow mode. The device would not fire. Then, even though no button was being pressed, the device rotated on its own. The user holding the handle twisted his hand to control the device and relaxed the tension on the blood vessel to prevent vascular damage. The surgeon then attempted opening the jaws, but it did not respond. A manual retractor was used to open, straighten, and remove the device. The adapter was then connected to another handle, but an adapter yellow error message was displayed. A competitor's device was used to resolve the issue. The second handle was tested and worked after reboot. There was no patient injury.